Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad traces. No moisture damage on electronics noted. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 120 mg/dl. The customer stated that he had spilled water onto his insulin pump and attempted to dry the device by putting it in rice, just before he received the alarm. Advised replacement of the insulin pump. Nothing further reported.